Event description:
Emt's responded to a person, condition unknown. The pt was connected to the device for cardiac monitoring and transported to the hosp. According to the rptr, while enroute to the hosp, the monitor screen went blank and would not display the pt's ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.